Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and a review of the alarm log were performed. During visual inspection, damaged force sensing resistors (fsrs) were found. During the alarm log review, a check set loading alarm was found. This alarm is associated with damaged fsrs. The cause of the damaged fsrs was not determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.